Event description:
It was reported that at the start of a da vinci-assisted hysterectomy surgical procedure, the patient experienced bleeding and expired. The customer contacted intuitive technical support engineering (tse) and reported that the patient side cart (psc) was just docked when the patient started to bleed. A fenestrated bipolar forceps instrument was utilized to attempt to stop the bleeding; however, they had to undock the robot psc. The patient ultimately expired. No specific information regarding the site of bleeding was provided. The caller stated that the bleeding was not caused by the da vinci robot. The tse reviewed the system error logs for the procedure and no issues were found. Attempts to obtain additional information from the surgeon were made; however, no further details have been received.

Manufacturer narrative:
An intuitive field service engineer tested the da vinci robot on site. Visual inspection and all functional testing passed with no issues found. The system was verified for use. Review of the system logs found no errors were logged during the procedure; the system was docked for 33 minutes and functioned normally. Log review of the 5 subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: endoscope plus 0 degree, mega suturecut needle driver, permanent cautery spatula, fenestrated bipolar forceps. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died from a bleeding event during a hysterectomy. How the bleeding occurred and the events that may have contributed to that event were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section h: initial reporter name, phone number information obtained.